Event description:
(B)(6) -the dealer reported that the unknown model and serial numbers mechanical wheelchair pivot link tab attaching to the crossbrace was broken. There was no patient injury reported.